Manufacturer narrative:
Investigation outcome: upon reception, the returned smartview connect s/n (B)(6) was tested and the reported behavior could not be reproduced, as pairing was successful with a test pacemaker. Additional investigation revealed that at the time of the reported pairing attempts there was no issue detected on bo side. The probable hypotheses that could explain the pairing issues were collected: ble perturbations due to the implantation depth and/or environment during the pairing attempts, failure of the authentication between the pacemaker and the smartview connect during the pairing sequences or reduction of the scanning window due to a known software issue which stops scanning of nearby pacemakers after a few hours of unsuccessful detection. Furthermore it could be related local network issues or an issue with the sim card. However, none of these hypotheses could be confirmed. Based on available data, the root-cause of the reported pairing issues cannot be determined with certainty. This case is recorded for trending purposes.

Event description:
Reportedly, it was tried to pair the subjected smartview connect home monitor with multiple patients. No network was indicated each time when pairing the same patients with another remote transmitter, no problem was observed. The subjected transmitter did not work with any patients.

Event description:
Reportedly it was tried to pair the subjected smartview connect home monitor with multiple patients. No network was indicated each time when pairing the same patients with another remote transmitter, no problem was observed. The subjected transmitter did not work with any patients.